Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/23/2015. The fse found that the sample line had become disconnected from the fitting at the blood sampling valve (bsv). The customer had already reattached the sample line and the leak and errors were repaired. The fse confirmed that the sample line was properly attached. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak around the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer. The instrument was generating blood detector errors when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.